Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symtpoms: "hypoglycemia, can't walk, sweating". A patient reported they were ill and almost had to go to the hospital. Their meter allegedly was inaccurately high. The result on their meter was unknown. There was no comparison. Customer refused to answer any more questions. No further information has been reported.